Event description:
A customer reported experiencing a power source alert with their pump, which eventually led to the pump shutting down. There was no adverse impact to the customer's blood glucose level. Technical support explained that insulin on board and maximum hourly bolus settings reset when the pump turns off or resets, and continuous glucose monitoring sessions need to be manually restarted. The alerts indicated a charging issue, so the customer was advised to use tandem charging supplies and allow the pump to charge for at least 30 minutes. The customer was informed to monitor the situation and contact support if the problem continued.